Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in france. It was reported that on (B)(6) 2024, the patient experienced issue with infusion set was fell off during use. No further information available.